Event description:
It is reported that the 10mm articular surface would not seat properly. A 12mm surface was opened and was also not able to be inserted properly. The surgeon tried again and was able to insert the original 10mm articular surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.